Event description:
It was reported that during the implant attempt, the lead perforated the myocardium. The lead was extracted and replaced three days after the implant. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.